Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on (B)(6) 2021: during the visual analysis of the returned sample sm mpps dv 300cc no apparent damage or visual anomalies were observed. Leak testing was performed, according to mentor procedure, and it revealed a tear at the union between the shell and patch. A microscopic examination was performed and the cause of the deflation could not be identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent a primary breast augmentation with mentor smooth round moderate plus profile 300cc, saline breast implant experienced right-sided deflation post procedure. The issue was confirmed through visual examination with the physician. As a result, patient underwent replacement with allergan silicone implant on (B)(6) 2021.